Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem with a competitor stem and revised the medacta head and liner with a medacta head and liner. The surgery was completed successfully.